Event description:
End user called to complain about not being able to run the calibration test on the device. This was confirmed by phone trouble-shooting. The device was replaced and the defective one returned for investigation.